Event description:
It was reported that the patient had an infection. The inflatable penile prosthesis (ipp) was removed and a malleable prosthesis was implanted as a placeholder. The surgeon will wait a few months to reimplant a new ipp. No further complications were reported in relation to this event.